Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 413 mg/dl. Customer also stated that, the insulin pump had no delivery alarm. Customer treated high blood glucose with the bolus and declined troubleshooting for the same. Customer reported that, the no delivery alarm did not occur during manual prime and was resolved by changing complete set of infusion and reservoir. Customer did a complete set change and used a different insulin and put a new battery in the pump. It has not given any more no deliveries and calling to find out if it is a problem and did it incorrectly. The device will be returned for analysis.